Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4). Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malf unctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (20mg/ml at 4.9mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported the alarm was beeping. The pump was reset with a new reservoir volume of 16.8ml with a low alarm volume of 1.0ml. There was adequate volume in the reservoir; however the hcp did not program the reservoir volume after the refill. [***MDR decision updated to not reportable. No additional supplementals required.***]

Event description:
It was reported the pump was refilled on (B)(6) 2015 but the reservoir volume was not programmed. The programmer reads low reservoir on (B)(6) 2015 and empty reservoir on (B)(6) 2015. The print report shows 19mls and the logs do not show any programming from (B)(6) 2015. The pump was programmed incorrectly on the refill date. On (B)(6) 2015, it was programmed correctly and the patient was doing better. The pump was delivering dilaudid. (See manufacturer report # 3004209178-2015-06224).